Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with multiple oversensing (nsrvo) episodes. The episodes were caused by intermittent loss right ventricular capture. The device was reprogrammed and the patient would continue to be monitored.